Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm. Eval found the force required to close the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.